Event description:
Boston scientific received information that during the initial implant of this device, defibrillation threshold (dft) testing showed high out of range shock impedances of greater than 125 ohms in all vectors. The lead was removed from the device and re-inserted thinking maybe the connection was bad. After that impedances were still out of range. The physician elected to use a different device, and all values showed as normal. This device was not used and will be sent back for analysis. To date, no adverse patient effects have been reported.

Manufacturer narrative:
The device is undergoing analysis at this time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.